Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rd900aeu neopuff infant resuscitator from the healthcare facility. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A healthcare facility in (B)(6) reported that an rd900aeu neopuff infant resuscitator did not pass the manometer test. This was observed after use on a patient. A service has been requested.

Manufacturer narrative:
(B)(4). Manufacturer narrative: the complaint rd900aeu neopuff infant resuscitator was returned to the fph service center in (B)(4), where it was inspected by a trained fph service engineer. The defective manometer of the subject neopuff unit was subsequently returned to fph (B)(4) for further investigation; however, it was lost in transit. Our analysis is accordingly based on the service information provided by fph service engineer and our knowledge of the product. The fph service engineer reported that the manometer of the subject neopuff unit provided faulty reading. It was also reported that the manometer needle was not moving smoothly. Without the defective manometer, we were unable to determine the root cause of the reported fault. If it was returned, it would have been visually inspected and performance tested as per neopuff infant resuscitator's product technical manual to confirm the reported fault and determine its root cause. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual states the following: "dropping the neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff unit was repaired and returned to the healthcare facility after passing the performance tests specified on the product technical manual.

Event description:
A healthcare facility in (B)(4) reported that an rd900aeu neopuff infant resuscitator did not pass the manometer test. This was observed after use on a patient. A service has been requested.